Manufacturer narrative:
The insulin pump was received with unresponsive b and act buttons due to flattened dome. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the upload showed the insulin pump in suspend mode most of the evening. Customer's blood glucose reading was 245 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.